Event description:
Accolade stem size 3/132 degree with mitch cup 50mm/44mm head was revised as a result of a periprosthetic fracture. It was noted by the surgeon at the time of extracting the components that there was no bone on growth and there was a reasonable amount of wear debris around the acetabulum. A revision his surgery was performed using a restoration stem with a trilogy cup.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: std mitch trh cp (B)(4), cat #: mac-9988-4450, lot #: fm063935, manufacturer: depuy. Description: mitch trh md hd (B)(4), cat #: mmh-9988-0444, lot #: fm071545, manufacturer: depuy. A supplemental report will be submitted upon completion of the investigation.